Event description:
The patient had anterior knee pain and the cause is unknown. The surgeon upsized the poly from 12mm to 14mm and the patella bone was resurfaced using a competitor product due to the medacta size 1 patella being too large. He recognized this using the patella drill guide (ref. 02.07.10.0427). The surgeon felt the pegs were too close to the edge of the patella and might cause a fracture. The surgery was successfully completed. Implanted 02.12.e0314fl gmk-sphere tibial insert e-cross - flex 3l - 14mm.

Manufacturer narrative:
Batch review performed on 03 september 2025: lot: 2318205: (B)(4) items manufactured and released on 08-aug-2023. Expiration date: 2028-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: a secondary patellar resurfacing was performed 8 months after the primary total knee arthroplasty. The available images show no evidence of loosening, no signs of infection, and good positioning of the components. However, the patient reported persistent anterior knee pain. It is important to note that secondary patellar resurfacing should not always be interpreted as a failure. In some cases, surgeons intentionally postpone patellar arthroplasty in order to preserve as much bone stock as possible and to minimize surgical trauma. In this specific case, the revision was most likely related to disease progression, as the anterior knee pain developed subsequently. The surgeon opted to use a competitor device, based on personal judgment regarding the implant size. During this operation, as customary, the tibial insert has been changed to a new one: an increased thickness was chosen, most likely to improve patellar tracking and overall, knee stability. The surgeon revised liner height and resurfaced the patella with a competitor device, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.